Event description:
The tip of an atw wire unravelled. Per reporter, the wire had not been removed from the package by the distal tip, nor had it been preshaped. The outer and inner packaging was not damaged and the distal tip was not protruding from the protective sleeve. The wire was used to deploy the stnet; no other wire was needed. There was no patient injury.

Manufacturer narrative:
This product is available for evaluation and testing; however, it has not been received as of today.